Manufacturer narrative:
Software reloaded; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment. (Reference: gen2400312)

Event description:
It was reported to philips that the host pc failed to boot; reseated and reloaded software on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.